Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during the initial drain on the home choice (hc). The technical service representative (tsr) advised the home patient (hp) air had entered the setup and instructed the hp to cycle the power to receive se 2367. The tsr had the hp close the clamps/transfer set and cycle the power again to press go to start. The tsr advised the hp to inform the peritoneal dialysis nurse (pdn) of the se 2240. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The lot number is unknown; therefore, a batch review will not be conducted. A follow-up report will be filed upon completion of the evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). The system error 2240 alarm and there was no use error described by the patient, the sample evaluation did not repeat the alarm, the lot number was unavailable for batch review and an event log was not reviewed by a baxter employee.